Event description:
It was reported that the pump touch screen was locking and not responding to customer. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.